Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother (B)(6) called to report a hospitalization. The customer's blood glucose is 115 mg/dl. The blood glucose reading at the time of the event was 523 mg/dl. The customer stated that the insulin pump was not delivering insulin at night. Customer stated that her bones were hurting and she could not move. Customer was vomiting. Diagnosed diabetic ketoacidosis. During troubleshooting, the time and date were incorrect. Assisted with correcting. Programming is correct. Nothing further reported.